Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat persistent atrial fibrillation, the farawave catheter was selected for use. It has been mentioned that the left superior pulmonary vein and left inferior pulmonary vein were ablated using normal protocol. The right superior pulmonary vein was ablated in flower and undeployed into the basket, during an attempt to push the guidewire forward and back snap sound occurred within the catheter after which the catheter and wire was pulled out of the body. The procedure was completed using different device. No patient complications occurred. The product is expected to return for analysis.